Manufacturer narrative:
This event occurred in (B)(6). Component code - device subassembly = "metal part on the pipetting unit".

Event description:
The customer stated that they had an issue on the aliquoter of the cobas p612 system where a small water bubble would form at the end of the pipettor needle after rinsing. Aliquots of one patient sample were created by the cobas p612 system and this sample was analyzed on an immulite 2000xp analyzer and a siemens zehntower xp analyzer. The affected sample had erroneous results that were reported outside of the laboratory for testosterone and human sex hormone-binding globulin (shbg). The doctor asked for a repeat of the primary tube of the sample and the primary tube was repeated. Refer to the attachment for the initial and repeat patient results. The listed patient results on the left are the repeat results. The initial results can be seen in the text below the listed patient results. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The field service engineer changed tubing on the cobas p612 system and after this, the aliquoter was said to be working fine. No water bubble was seen after rinsing. The customer later called back to state that they observed an issue with a new tip on the cobas p612 aliquoter, which was waiting to aspirate primary samples. They noticed that there was some quantity of the water in the tip. The customer threw the tip away and did not perform any aliquots. The field service engineer changed the tubing again on the cobas p612 system. The customer called back again on 03/22/2016 to state that the cobas p612 aliquoter is diluting material again. No water drop was observed on the needle. It was noted that during aliquoting, an air/water bubble was aspirated. The field service engineer replaced the syringe on the cobas p612 on 03/23/2016, but the issue with the air bubble remained. He changed a metal part on the pipetting unit and found that tubings were damaged after dismantling them. It was stated that the instrument was working fine after replacing the metal part.

Manufacturer narrative:
Investigations have determined that the customer was not using the recommended cleaning agent. The customer uses merck extran ap21 and the recommended cleaning agent is extran ap 18. It was determined that the system was working according to specifications.